Event description:
It was reported that the patient presented to the emergency department, and almost passed out. The right ventricular (rv) lead was oversensing noise an short v-v counts were noted. It was further reported that the rv lead triggered a noise warning, and therapy was withheld as the lead noise discriminator indicated it was not true ventricular tachycardia (vt) due to the noise. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the device had inappropriately withheld therapy due to the noise discriminator feature. Later, a lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and short v-v intervals, however there was no indication of a true rv lead integrity issue. The patient indicated that they heard their device alert and had "felt hot inside". The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event. It was further reported that another lia triggered and rv oversensing was observed. It was further reported that the right atrial (ra) lead exhibited high atrial threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.